Manufacturer narrative:
Results: a pipe cleaner was inserted into the vacuum inlet on the pump max, and blood was observed inside the pump max. Conclusions: evaluation of the returned devices revealed that the pump max had blood inside. This typically occurs due to improper handling during use. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood will likely enter the pump assembly, which may prevent the pump max from functioning properly. The blood inside the pump max likely prevented the pump from producing aspiration during the procedure. Penumbra pumps are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220 (pump max). During the procedure, the pump max was unable to produce vacuum. It was reported that the aspiration tubing was connected directly to the pump max, and not to the aspiration canister. The procedure was therefore completed using manual aspiration with a syringe. There was no report of an adverse effect to the patient.